Manufacturer narrative:
A photo was provided showing the seal around the top rim of the tego torn off. The reported complaint can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a tego® connector where the reporter stated that, "nursing staff had just taken blood using the vacutainer and the plastic coating on tego came completely off. No issues experienced in the past. The vacutainer used is leur slip. The internal shaft of the silicone from the tego has been dislodged on withdrawal of the vacutainer. The event occurred during use on a patient. Someone became aware of the issue was on observation during procedure. Medication was not used with this product. There was patient involvement, unknown delay in therapy, and no adverse events. The ¿event¿ occurred at the conclusion of dialysis when blood was being collected for routine pathology via the vacutainer. Another tego was placed insitu ¿ line flushed and hep locked as per dialysis clinic protocol. The event occurred at 6pm.

Manufacturer narrative:
The device has been discarded. The investigation is pending.